Event description:
This pr was opened to capture the reported harm to the mother. It was reported that there was free flow of pitocin. According to the customer the pitocin "had not been clipped properly" was "running wide open". Upon further customer follow up it was reported the fetus was experiencing fetal decel at 1004, the mother had elected to have a caesarian section. At 1006 the infusion was stopped. The clinician had the IV lines removed from pump/channel so the patient could she go to the bathroom. The clinician allegedly did not use the roller clamp, however also reports the safety clamp did not engage. When patient was leaving the bathroom, complained of increasing lower abdominal pain. Showing fetal bradycardia. The team had realized the pitocin had been free flowing. The mother required an emergent caesarian section. The fetus required CPAP at birth and experienced hypoglycemia, remains in nicu. Customer cannot confirm if fetal harm was due to pitocin bolus or ongoing decels prior to pitocin event. Although requested customer has declined to send devices to manufacturer for investigation. Refer to pr (B)(4) for the record on the fetus/newborn.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.